Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient who was receiving a baclofen and morphine, both of an unknown concentration and at an unknown dose via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient's pump was giving her too much medication and caused her to overdose. It was reported that this occurred three days after implant ((B)(6) 2016). It was also reported that the patient had an infection and was not sure, but believed it was a staph infection. The patient's pump was explanted at an unknown date in (B)(6) 2016 due to infection. No additional complications were expected or anticipated. The pump was to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.